Event description:
Consumer reported complaint for erratic (main concern) and low blood glucose test results. Customer stated that she sometimes does not take her jardiance if her blood result from the meter is low. The customer is concerned with all test results from the meter memory. The customer¿s expected am fasting blood glucose test result range is 90-100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (bathroom). The test strip lot manufacturer¿s expiration date is 07/13/2025 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 142 mg/dl date: (B)(6) time: 2:59pm fasting before lunch. Result 2: 113 mg/dl date: (B)(6) time: 9:15am fasting after breakfast 2 hr . Result 3: 71mg/dl date: (B)(6) time: 6:17am fasting. Result 4: 105mg/dl date: (B)(6) time: 2:37am fasting. Result 5: 104 mg/dl date: (B)(6) time: 6:00pm fasting before dinner . Result 6: 103 mg/dl date: (B)(6) time: 3:35pm not sure. Result 7: 102mg/dl date: (B)(6) time: 2:26pm not sure. Result 8: 97 mg/dl date: (B)(6) time: 2:22pm not sure. Result 9: 96: mg/dl date: (B)(6) time: 2:18pm not sure. Result 10: 89: mg/dl date: (B)(6) time: 1:40pm not sure.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Meter was returned. Reported defect not reproduced on returned meter. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 09-jul-2024 to ensure the replacement products resolved the initial concern -able to establish contact with customer who stated they are comfortable with the glucose readings from the new replacement products.